Event description:
A non-smoking pt underwent a single-level laminectomy using a microsurgical technique (level unknown). Gelfoam and adcon were administered intraoperatively. Four weeks post-operatively, pt presented with signs and symptoms of a cerebrospinal fluid leak. Pt then underwent a second procedure in which subcutaneous cerebrospinal fluid leak was identified and repaired. The pt was reported to have recovered without sequelae.